Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a costumer from USA: "technical error states "pump fault ". Pump serial number(s): (B)(4), delay in therapy: unknown, need for medical intervention: unknown, human harm: no.

Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a costumer from USA: " technical error states "pump fault "